Event description:
The facility reported a fail code 810:11 during biomed testing, details were not available regarding additional contact information , patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.